Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿h2) on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a tumor resection procedure, the navigation system camera would not come on-line and was constantly beeping. The surgeon opted not to go forward and to re-schedule the procedure. In trouble-shooting, the system was re-booted several times, however, this did not resolve the issue. There was no impact on patient outcome reported.

Manufacturer narrative:
Device mfg date now provided. The optical camera cable was analyzed. The reported event could be duplicated. A continuity test revealed opens from pin 5 of the lemo connect to pin 5 of the db9 connector and from pin 10 of the lemo connector to pin 2 of the db9 connector. Electrical problem caused event. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
RMA requested. Suspect inav accessory 110v case returned to manufacturer for analysis 04/29/2015. Medtronic investigation of returned inav accessory 110v case finds that when the camera and cables from pxacc32 were connected to the inav and no issues were observed at power-up. Launched cranial software and the inav communicates with the camera. Ran for 24 hours and no issue were observed. Launched spine and it communicates without issue. No issues observed. No fault found. RMA requested. Suspect stealthstation inav ii workstation returned to manufacturer on 04/29/2015. Medtronic investigation of suspect stealthstation inav ii workstation finds that when connected the camera and cables from pxacc32 to the inav, no issues were observed at power-up. Launched cranial and the inav communicates with the camera. Ran for 24 hours and no issue were observed. Launched spine and it communicates without issue. No issues observed. No fault found. Reported issue could not be replicated. No further issues have been reported.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.